Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. No damage was noted on the in the keypad assembly. No unlocked connector and or lcd keypad connector noted during visual inspection. No cosmetic damage noted.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 87 mg/dl. Customer stated that the pump is only 3 weeks old and it is not responding at all to any of the buttons. Customer has already changed the battery, but it did not resolve the issue. Customer stated that it is acting like the keypad got wet, but it did not. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.